Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-15, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine 20mg/ml (unknown dose) via an implantable pump for an unknown indication. On (B)(6) 2015, an alarm was identified. Logs were checked an a motor stall was identified. A motor stall recovery was not reported. Electromagnetic interference (emi) could not be identified as the root cause. The pump was successfully revised on (B)(6) 2015. The patient was doing fine after the replacement. No patient symptoms were reported.

Manufacturer narrative:
Upon device return, analysis found gear train anomalies. Specifically, corrosion and/or wear and/or lubrication, and a stall due to shaft bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative on 2015-10-13. The device was returned. Logs indicated that a motor stall occurred on (B)(6) 2015 at 23:31 and a tube set occurred on (B)(6) 2015 at 23:31. No recovery was noted in the logs.